Event description:
It was reported that pump displayed malfunction alarm code 16, and no notable events occurred prior to the issue while caller declined to share whether blood glucose exceeded a concerning level. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred, so technical support arranged replacement pump, instructed customer to place current pump in storage mode and return it with prepaid label, and advised customer to use multiple daily injections as backup therapy, reenter pump settings, and reconnect continuous glucose monitor on replacement pump, which customer acknowledged and understood.